Manufacturer narrative:
(B)(4). Reservoir flat iz 100 ml.

Event description:
It was reported that patient called regarding his concern that he is unable to inflate his device. He states that the last time he was able to achieve a normal erection was at the end of march. He states that now when he tries to inflate, he can get the bulb to squeeze, but that no fluid transfers. He denies that the bulb is too hard to inflate, just that no fluid will transfer. Patient liaison gave him two techniques to try to trouble shoot the device; reboot (squeezing the sides of the deflation block) and to push the poppet valve free from the back side of the deflation block to try and free the poppet if it is stuck. He has also tried to repeatedly push the deflate button and squeeze the pump in succession without any result. He had his device placed in (B)(6) but has now moved to his home in (B)(6). Patient liaison sent him to the website (B)(6) to assist him in finding a prosthetic specialist in his area if the trouble shooting maneuvers are not successful.